Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted after "repeated device extrusions with out evidence of infection." The patient is enrolled in the incidence of arrhythmias in (B)(6) population with a medtronic implantable cardiac defibrillator implant (umbrella) registry. No patient complications have been reported as a result of this event.